Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the device would run slowly while in safe mode when the trigger was depressed and would also oscillate in forward mode. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Evaluation conclusion: the device has been repaired and returned to the manufacturer's stock.

Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the device would run slowly while in safe mode when the trigger was depressed and would also oscillate in forward mode. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.